Event description:
It was reported that there was noise noted on the electrocardiogram. Noise was confirmed when pushing on the pocket. The lead will be removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.